Manufacturer narrative:
Limited information was made available regarding this adverse event despite multiple attempts to gather additional information. The only information provided has been x-ray images of an unknown patient. The images are both lateral view images of the cervical spine in flexion and extension. The images show a prodisc c implant. The images appear to depict the superior endplate collapsing into the superior vertebral body as well as anterior migration of the superior endplate. The superior endplate is shown extending past the anterior aspect of the vertebral body. It is not known whether the patient was revised and/or the prodisc c implant has been removed. Patient complications and symptoms were not provided.

Event description:
X-ray images were received via a distributor showing a patient with a prodisc c ous implant. The images appear to depict collapse of the superior endplate into the superior vertebral body. The prodisc c superior endplate has also migrated anteriorly beyond the anterior aspect of the vertebral body. There has been no indication of patient complications or symptoms. The migration of the prodisc c device indicates that a revision of this patient would be required based on previous events; however, no further information on the patient has been provided. It is not known if the patient has received a revision and/or removal of the prodisc c device.